Event description:
The silicone tubing of a transfer set had leakage. The date of how long the set was in use is unk. There is no pt injury or medical intervention associated with this incident according to the international affiliate.